Event description:
It was further reported that the event was resolved without residual effects.

Manufacturer narrative:
(B)(4).

Event description:
(B)(4) study. Same patient as: 2134265-2011-03718 and 2134265-2011-03843. It was reported that following a coronary artery treatment procedure the patient experienced angina. The target lesion was a de novo lesion, located in the proximal left anterior descending artery (lad) with 95% stenosis and was 15 mm long with a reference vessel diameter of 3.5 mm. The physician treated the lesion with a luge guide wire and a 3.5 x 15 mm apex balloon catheter was then advanced to the area of stenosis. Attempts were made to dilate this area but due to the severity of the stenosis and the rigidity of stenosis, while inflating the balloon, watermelon seeding was observed proximally and distally. The 3.5 x 15 mm apex balloon was withdrawn and exchanged for a 3.0 x 30 mm apex balloon. Then the physician implanted a 3.50 x 24 mm taxus liberte stent. Following post dilatation, residual stenosis was 9%. The patient was discharged on aspirin and prasugrel. In (B)(6) 2012, the patient presented with exertional chest pain and subsequently was diagnosed with unstable angina and cardiac catheterization was recommended. The patient underwent target vessel revascularization for 70% proximal edge and focal in-stent restenosis of the original taxus liberte stent in prox lad. There was also restenosis of the promus stent that was placed at distal edge of taxus liberte stent in prox lad. The proximal edge restenosis of lad was treated with pre-dilation and placement of 3.5 x 28mm non bsc stent in such a way that it overlapped into normal portion of prox lad where there was no disease and extended beyond the lesion into stented segment of lad covering most of the portion of taxus liberte stent, the stent was deployed using 2 inflations and angiography was performed which demonstrated less than 10% residual stenosis.

Manufacturer narrative:
(B)(4). Device is a combination product. The complaint device was not received at the complaint investigation site (cis) for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).